Event description:
"About 2 years ago, the patient had a surgery from l1-s for scoliosis. In may, 2006, it was found that the tip of screw was broken. The surgeon does not have any plan for revision surgery at this point."